Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was noticing that the ins got warm when recharging. The rep asked if that could happen and what could be done to mitigate the warming. Tss reviewed information. The rep stated the impedances were normal and patient's coverage was good for stimulation. The patient has not had any falls. No symptoms reported. No further complications were reported/anticipated.